Event description:
Customer reported the insulin pump battery does not work long and it stops working at night. When he inserts a new battery the device alarms weak battery. Customer stated his blood glucose was high in the 484 mg/dl in the morning. He treated with bolus to treat and now he was fine. Customer stated he woke and the device alarmed empty reservoir and no delivery. Troubleshooting was performed. Customer did a completed set change, bolus, and customer blood glucose was 307 mg/dl. Troubleshooting was not performed since customer resolved issue with a set change. Alarm did not occur during manual prime. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.